Event description:
This report is rejected because it is duplicate with mw5175391. The disposable surgical clips that were applied during surgery came out in the patient's urine approximately 4-5 weeks after the procedure.